Manufacturer narrative:
The customer reported that "the wheels stopped rolling. He said the unit folded up and caused him to fall and fracture his clavicle" due to falling on top of the device. It was reported that he visited a doctor and was provided a sling. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Wheels stopped rolling".